Event description:
It was reported that the patient had a subcutaneous csf collection after insertion of a ventriculoperitoneal shunt. The valve was found to be leaking from the inferior portion.

Manufacturer narrative:
The valve was patent. The valve did not pass leak testing due to a hole on the side of the delta chamber casing. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valve cautions that care should be taken in handling the valve as silicone has a low cut and tear resistance. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.